Manufacturer narrative:
E1 - initial reporter phone: #(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when emptying the tubing with sodium chloride (nacl) by gravity, "flow" occurred through the y connecting the two drip chambers. The event occurred during set-up and the tubing was replaced.

Manufacturer narrative:
Device evaluation: two used devices received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause is due to an inconsistent solvent application at the tubing bond.